Manufacturer narrative:
Investigation summary: no product return. Asystole/peri-procedural adverse event: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot: 1969422. Device history batch subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Prior to the impella placement the patient was intubated due to severe hypoxia which continued to worsen, and he was also on vasopressors. While in the cardiac catheterization laboratory (cath lab) and repositioning impella cp in the ventricle, patient had an episode of asystole requiring cardiopulmonary resuscitation (CPR) and placement of temporary transvenous pacemaker which led to resolution of rhythm disturbance and leaving the cath lab to intensive care unit (ICU) with a paced rhythm. The code took place after impella cp was placed. The impella was placed to help stabilize the patient and surgery was consulted for extracorporeal membrane oxygenation (ECMO) placement, but it was declined. Later that evening the family decided to withdraw care since his condition (hypoxia) continued to worsen.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.